Manufacturer narrative:
Other, other text: device evaluation- one device sample was returned for evaluation. The examination of the device showed no defects. The returned device was given functional testing: this showed the device cuff met with specifications with no leakage identified. The reported issue was not confirmed.

Event description:
Information was received indicating that a smiths medical trach the inflated line came off of it. There was no patient injury.